Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an upgrade procedure, the physician noticed that the right ventricular lead exhibited externalized cables near the header. The existing right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was discharged.

Event description:
New information notes that prior to the upgrade procedure, the patient presented with inappropriate shock related to noise. During the procedure, it was noted that there was externalized conductors. As a consequence, the physicians believed that it was likely that this was what produced the noise on the lead and low impedance readings that was previously noted. Related manufacturer reference number: 2017865-2019-08748.